Event description:
5 feb 2024 additional information received: this report is somewhat in error. I only reported that the catheter looked broken after attempting to use it. We did not see any rust on either catheter. We did attempt to use both catheters and noticed resistance not usually felt upon initial insertion, so stopped inserting them immediately. Once removed from baby, this is when we noticed the catheter was broken. My nnp and nurse both used the word ¿shredded¿ to describe it.

Manufacturer narrative:
Additional information: e. Address provided and added. Correction: additional information received indicating that there is no rust therefore the MDR was created in error and can be canceled.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autogaurd had rust. The following information was provided by the initial reporter: productcomplaint - insyte autoguard needles the plastic sheath (vialon) was discovered to be broken and looking rusting when they tried to insert the needle on a baby. No adverse event or injury.